Event description:
Olsen medical received a call from our customer. The customer noted that a patient received a burn during a breast augmentation. The burnt tissue was excised. Olsen conducted an investigation on the device. The legs of the instrument was marred with fissures, indicating prolonged tip-contact or high energization. Per the information relayed to us, the patient did not need further surgery, and the surgery lasted no longer than intended.

Manufacturer narrative:
Product determined to have been mis-used. Testing indicated end-user engaged instrument more than required and/or increased voltage to device. We returned device to the customer with no repair for their disposition.